Event description:
The customer reported a leak inside the coulter lh 780 hematology analyzer. The instrument was giving ¿stripper plate¿ errors when the leak was noticed. The volume of the leak was about 2 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found a hole in the normally open tubing through valve vl 128. The fse replaced the tubing through valve vl 128 and the leak was fixed. The fse also found that the instrument was giving "stripper plate" errors. The fse found that the leak wet the cable routing the signal to the stripper plate. The fse dried the cable and the instrument ran without any errors. The repairs were verified per established procedures. The cause of the leak and the "stripper plate" errors was a hole in the tubing through valve vl128. (B)(4).